Event description:
It was reported that patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure. Additional information was received that patient was doing well postoperatively and the explanted lead was not returned as per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure.